Event description:
The patient's mother calls to request the replacement of the aviva combo meter because the glass of the display is starting to 'ruin.' No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.